Event description:
Caller reported that pt is experiencing low blood glucose levels (26 mg/dl). Pt received treatment for low blood glucose from paramedics (treatment received: glucose). Pt did not go to the hosp.